Event description:
It was reported that this device has premature battery depletion and it recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this device has premature battery depletion and it recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device was explanted. No additional adverse patient effects were reported.